Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beep tones. It was determined that the device had declared elective replacement indicator (eri) prematurely. There were concerns regarding the longevity of this crt-d. The patient underwent a revision procedure and this product was explanted, replaced and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed one low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing and pacing functions of the device. No shock was delivered as the device failed to complete charging. However, based on memory analysis, the device was capable of delivering shock therapy while implanted. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
Boston scientific received information that this device was explanted because of premature battery depletion. This device reached eri prematurely and was only implanted for four years. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.